Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had diminished battery life only lasting for 6 days, backlight was not working, insulin was squirting out during priming and had random no delivery alarms. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting and it was stated that the no delivery alarm was resolved by changing the complete set. The insulin pump will not be returned for the analysis.